Event description:
It was reported that the device battery voltage was recorded as "aging" in 2008. The battery impedance at 6.9 kohms. Four months later, the clinician could not elicit a magnet response and the device could not be interrogated. The device was immediately explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.